Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the failure was isolated to the computer/analog and defibrillator pcas. Multiple components on the pcas were shorted and thermally damaged. The cause for the damage was high voltage traveling to low-voltage circuitry, damaging components and traces on the boards. Due to the nature of the damage, the root cause for the high-voltage traveling to low-voltage circuitry could not be positively identified. Device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was not powering on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor would not power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was not powering on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor would not power on.